Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and changed cartridge to resume insulin delivery. Customer's blood glucose was 108 mg/dl.